Manufacturer narrative:
(B)(4). It was reported that a patient suffered an esophageal fistula diagnosed approximately 2 weeks post afib ablation. The patient subsequently expired. Repair follow-up was performed and no responses from the customer. Service was declined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that after an afib ¿ paroxysmal procedure, a patient suffered an esophageal fistula, diagnosed approximately 2 weeks post procedure and passed away.

Manufacturer narrative:
Bwi equipments in use: c3 system sn (B)(4); coolflow pump (unknown sn). The manufacturer ref# (B)(4) are related to the same event.